Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/16/2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2016. No additional event or patient information is available. The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was found attached to the seal carrier. The complaint of a missing sensor wire was not confirmed. The root cause could not be determined.